Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer's blood glucose. No additional patient information was available

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.